Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: blade device. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the neuro-tip was bent/damaged, and the leg was drilled into. It was further observed that the bearing was broken, damaged, and had corrosion. It was observed that the device had corrosion/rusting/pitting. It was further determined that the cutter device could not be inserted. It was further determined that the device failed pretest for visual assessment and cutter insertion assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that the blade device was unable to be inserted into the craniotome device. During service and evaluation, it was observed that the neuro-tip was bent/damaged, and the leg was drilled into. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.